Manufacturer narrative:
The customer cancelled the service order for an unknown reason. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution are available.

Event description:
It was reported to philips that the device was having power supply problems. There is no patient involvement.